Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. This report is for one (1) unknown matrixmandible plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown matrixmandible plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a simple angle fracture repair surgery of the mandible and parasymphysis due to an assault injury on (B)(6) 2017. Patient was implanted with the following matrixwave devices: mmf10 hole short plate, 10 hole tall plate, 6mm, 8mm, and 12mm locking screws as well as 8mm cortex screws. The quantity of screws is unknown. Patient was discharged to home on soft diet. Patient had implants removed on (B)(6) 2017 due to a moderate malunion of the mandible. No residual effects were reported. It is unknown if there was a surgical delay. This report is for one (1) unknown matrixmandible plate, short. This is report 1 of 6 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.